Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to the side com cable assembly damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 and 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side com cable assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the nurse call function wasn't working. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).